Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the downstream occlusion message when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's functionality testing, it was found out of specification with respect to downstream occlusion alarms when no occlusion was present, which were reproduced during evaluation. During the evaluation, the downstream sensor had high fluid numbers. The elevated readings were the cause of the false downstream occlusion alarms. Evaluation also found the downstream plate gap out of specification. The device was calibrated to ensure proper occlusion detection.